Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the backup speaker was failing, and the case was broken. There was no reported patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The report that the pump has a backup audible alarm post issue. Complaint confirmed by checking the alarm history. The pump is repaired by replacing the main board. Replaced the top case and right plunger case because they are cracked. Replaced the left and right clutch, worm gear, worm coupling and motor to fix the travel reverse error. Review of event log found backup audible alarm post, travel reverse error. Review of service history found no relevant information. The main cause of customer¿s complaint was the faulty main board. After installing and replacing the parts, the pump passed all the testing and is fully operational.